Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remained in the patient. There was no reported product deficiency. The reported death is listed in the xience instructions for use (IFU) as a known adverse event associated with coronary stenting. It was reported that the xience stent was implanted in restenosis. It should be noted that the (IFU) states that the xience v stent is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. It is unknown if this contributed to the reported event. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported via a trial that on 1/21/2010 the patient underwent stenting in the pre-dilated, restenosed, proximal right coronary artery (rca) with one xience v stent. On (B)(6) 2010, the patient expired at home of unknown cause. An autopsy report was not available. There was no additional information provided.